Event description:
In '08 pt received a total of 4 non-required shocks to the heart by his medtronic defibrillator-model# d154vwc-which had recalled lead attached-model # 694965id. Pt was transported by ambulance to hospital emergency unit with very low blood pressure and a weak pulse caused by the non-required shocks. Pt had requested that he receive a telephone monitor for the device. When he was made aware of the device recall, so that it could be checked more often than every three months specifically because the warning tone for device failure was inaudible to him. This request was denied by medtronic with the answer that the three month check was often enough. Medtronic also did not want to replace the implant device, only the failed lead, even after it was pointed out to them that the device had been compromised by this failure and the fact that they themselves have on their website that deterioration of the battery had been caused by some of these failures which would bring about more surgery sooner to replace the device with one that had a new battery.